Event description:
It was initially reported that the pt was seen in clinic and high impedance was observed on both normal and system mode diagnostics. The pt called the office the day before, stating that he could no longer feel stimulation, and that it had been occuring for about two weeks. The pt also noted a recent increase in seizures reportedly above baseline occuring over the last two months. The pt was last seen in (B)(6) and, at that time, the impedance was within normal limits. The pt was programmed off, and referred for replacement. The pt's lead and generator have since been explanted and replaced. The products have not yet been returned to the MFR for product analysis. The pt's physician attributes the increase in seizures and the failure to perceive stimulation to the high impedance, and indicated that the pt has done very well with vns therapy. No add'l info has been made available, at this time.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.